Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694965 lead, (B)(6) 2005. (B)(4).

Event description:
It was reported the right atrial (ra) lead was found to be dislodged during a routine generator replacement. The ra lead exhibited no capture at maximum output and through fluoroscopy was found to be on the floor of the right atrium. The ra was capped and replaced. No patient complications have been reported as a result of this event.